Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified proximal right coronary artery. After a 3.5x9mm non-bsc stent was deployed and failed to expand, a 3.50mm x 8mm nc emerge balloon catheter was advanced for post-dilatation. The device was inflated twice at 17 atmospheres (atm) for 10 seconds, however, it could not dilate one part due to calcification near the proximal edge of the stent. During the third inflation at 20 atm for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.